Event description:
In 2008, the patient's wife reported that the plunger of the insulin cartridge became stuck to the piston rod causing half of a cartridge of insulin to spill into the cartridge compartment. The caller was unable to remove the plunger from the piston rod. No physiological effects were reported. The patient switched to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.